Event description:
It was reported that an arteriotomy closure of the moderately diseased common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, resistance was met during the deployment of the thumb advancer and after completing the step, the clip was deployed. The clip did not achieve hemostasis as it was deployed in the end of the sheath. Hemostasis was achieved using a non-abbott device. There were no adverse patient sequela. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was fully clip deployed. The thumb advancer was in the finish position. The exchange sheath was completely slit, but had captured the clip during deployment. The wavy shape of the distal tip of the sheath and the clip was returned deployed into the sheath, indicating it was stretched beyond the distal end of the exchange sheath during thumb advancement. This confirmed the reported event of resistance during thumb advancer deployment and clip deployed at the end of the sheath. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. The instructions for use (IFU) states: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Based on the investigation findings, the possible cause for the difficult to deploy thumb advancer and the clip deploying on the sheath is related to the operational context during use of the product. There is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other complaints within this lot reported for difficult to deploy thumb advancer and clip deployed at the sheath. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.